Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving and unknown intrathecal medication via an implantable infusion pump. Patient information was unknown. An empty pump alarm occurred. It was unknown if the patient had missed a pump refill. The event date was unknown. No troubleshooting, diagnostics, or interventions were reported. No patient symptoms were reported. Event outcome was unavailable at the time of the report. Additional information was requested but was unavailable.